Event description:
It was reported that the cq2015a three piece collamer lens was inserted and the surgeon noted the lens had a scratch on it. The lens was removed without any patient injury.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. (B)(4) - no known consequences or impact to the patient; scratch material. Evaluation results: visual inspection of the returned lens showed the lens was received cut into 3 pieces, the optic was torn and both haptics were torn off and missing. Conclusion: based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. A multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B)(4).